Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) during basal delivery and the load process. Reportedly, the cartridge was prematurely removed from the pump. The customer's blood glucose (bg) level was 55 mg/dl. It was reported that the customer ate a glucose wafer which elevated bg level to 115 mg/dl. The customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen". The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.